Event description:
During a diagnostic laparoscopy, an endodissector was introduced into the abdomen, when the endodissector was removed the kitner tip was missing, unable to retrieve tip. This item should have been recalled in 4/00. The distributor claims to have notified the facility. They could only produce a copy of a fax they claimed to have sent. Hosp has not received any notice of recall. Physician believed that the risk of open laparotomy outweighed leaving foreign body.